Event description:
A report submitted by the customer indicated that an intermittent failure of the defibrillator to charge was observed during routine testing of the device. After replacing the defibrillation cable, proper operation was observed.